Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature: yianni j et al. "Increased risk of lead fracture and migration in dystonia compared with other movement disorders following deep brain stimulation." Journal of clinical neuroscience. 2004. 11(3):243-245. About 4 dystonia patients experienced fractured leads with detection occurring at 5, 6, 18 and 23 months postop. The clinical condition was gradual, occurring over several weeks. The fracture was most commonly noted to be at the point where the lead was held under the metal plate against the skull (in three patients) and the fourth patient's fracture could not be determined. All patients were successfully reimplanted following which continuous sustained improvements in their respective clinical conditions occurred.